Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise and low impedance. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.